Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol parastomal patch. It is also alleged by the patients attorney that on (B)(6) 2016, the patient had unspecified injuries related to a defect in the parastomal patch and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the parastomal patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿